Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type catheter, product ID 8590-1, lot# n079169, implanted: (B)(6) 2006, product type accessory; product ID 8840, product type programmer, physician. (B)(4).

Event description:
It was reported that an alarm was heard and also confirmed by telemetry. The patient believed a critical alarm was heard as it, ¿sounded like a police car¿. The patient reportedly had ¿concerns¿ about the pump. The pump started to alarm on (B)(6) 2013 and the patient started having ¿bad periods of anxiety¿. The patient got violently ill, he was vomiting, had diarrhea, bloody stool and his hands and body were shaking. The patient also felt itchy. The patient was in physical therapy and told the therapist he was getting a sharp pain where the pump was. The patient pushed on the pump hard and it was painful. From there, the patient wasn¿t able to finish his physical therapy. The patient went to the emergency room on (B)(6) 2013 and the health care provider (hcp) there got him ¿taken care of¿ overnight. The next day the patient saw a hcp and that following friday the patient was given oral medications to help keep the symptoms under control. It was reported the patient¿s follow up hcp heard the alarm last time he came in which was on (B)(6) 2013 and got a refill as well. The alarming had continued since. The hcp reportedly suggested to schedule surgery ¿on this¿ but never really indicated what the alarming was from. It was then reported the patient had started hearing his pump alarming for ¿a couple of months now¿. The patient¿s next refill wasn¿t for ¿several months now¿. The patient had an appointment with this follow up hcp on (B)(6) 2013. The device system was used to deliver baclofen and dilaudid. It was later reported that the device was at end of service/end of life (eos/eol). The eos was within the expected range and occurred within the expected longevity range. The device was to be replaced on (B)(6) 2013. The existing pump was interrogated and upon interrogation a ¿stopped pump period may exceed tube set¿ message was seen on (B)(6) 2013. Eos had occurred on (B)(6) 2013 so it was expected. The patient did not have any symptoms of withdrawal. The catheter was found to be patent; the hcp was able to aspirate 0.4 cc from the catheter. It was again confirmed the patient did not have withdrawal symptoms. The critical alarm was heard during replacement. It was confirmed the device replacement occurred. It was later reported that the patient did not have concerns regarding their device or therapy. It was noted the patient did not have any future appointments scheduled at that time. Additional information has been requested, but was not available as of the date of this report.